Event description:
It was reported that the drive support cap was protruded, and the customer denied the insulin pump has been dropped. It was stated that the device functions properly until the infusion set and reservoir were changed. It was also mentioned that the insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.